Manufacturer narrative:
Additional information was received that the physician confirmed that there was no silicon left inside the patient¿s body. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 10 cm from the distal end, where the lead appears to have been sutured. Five cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 10 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. Sc-4316 (ln 16954473) device evaluation indicated that the lead passed visual test performed. Three eyelets were fractured and exhibited missing silicon. Root cause of the fractured eyelets was not determined.

Event description:
A report was received that there was some problems with the patient¿s device. The patient will undergo a revision procedure.

Event description:
A report was received that there was some problems with the patient¿s device. The patient will undergo a revision procedure.

Event description:
A report was received that there was some problems with the patient¿s device. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were explanted.

Event description:
A report was received that there was some problems with the patient¿s device. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.